Event description:
It was reported that the device were used during an laparoscopic nissen fundoplication procedure. It was reported that the firing knot deployment lever would not fire to create the knots. Another device was used to complete the case. Unknown patient consequence.